Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 25 and 36 hours. The patient reported the pod was removed on (B)(6) 2026 due to extreme pain and high blood glucose level over 500 mg/dl. After the pod was removed, the patient observed purulent discharge, redness and hardening at the infusion site. The patient's blood glucose level was reported to reach over 500 mg/dl. On (B)(6) 2026, the patient went to an emergency ambulance. The patient was given a blood test and a prescription for antibiotics, which the patient decided to not purchase. The abscess was reported to began itching after 1-2 days. The patient then visited a healthcare professional on (B)(6) 2026 and received a referral to a surgical outpatient clinic. The abscess was a "macadamia nut size", and it was incised on (B)(6) 2026 at the surgical outpatient clinic. At the time the incident was reported to insulet on (B)(6) 2026, the wound was reported to have healed. The patient reported 3 infections, this is infection 1 out of 3 ((B)(4)).